Manufacturer narrative:
During inspection and testing, there was no image due to damage to the imaging unit. The screen became black and could not be restored. The report of halation when projecting in three dimensions was confirmed. Three-dimensional images were not stereoscopically visible due to damage to the imaging unit on one side. The report of the image being dark when projected in two dimensions was not reproduced during testing. In addition, angulation was out of specification due to elongation of the angle wire, the adhesive on the bending section was chipped due to stress, the image was out of focus due to breakage of the image sensor, and the universal cord leaked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that halation occurs when the image from the subject device is projected in three dimensions and the image is dark when projected in two dimensions while connected to a video processor. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.